Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 30 mmol/l with symptoms of thirst and urination. The patient had not received any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter stated that the pump was having an intermittent power issue. Upon inspection of the device, the yellow o-ring was visible, indicating that the battery cap was not properly secured to the pump. The patient was able to secure the cap properly to the pump during the course of troubleshooting. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump due to an intermittent power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2017 with the following findings: there were unexplained pump reboot events observed in the black box on (B)(6) 2017 at 14:52, deliveries resumed at 15:13. There was an unexplained pump reboot event on (B)(6) 2017 at 12:03, deliveries resumed at 12:54. The battery compartment was found to be cracked. No moisture was observed in the pump. The pump was exercised for 24 hours with no observed pump reboot events. The recorded total daily doses of insulin added up correctly. The pump passed a delivery accuracy test with no issues.